Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer was using insulin pump within 48 hours of reported event. Customer treated their high blood glucose with injection. Customer did not alleging insulin pump was under delivering. Customer stated that the sensor bled when it was inserted. Customer declined to review the auto mode feature details. Customer declined for troubleshooting. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.